Event description:
Per op report: this valve was explanted due to thrombus and aortic insufficiency. The pt was in congestive heart failure and tee demonstrated "significant" aortic insufficiency. At explant, the valve was noted to be thrombosed at the hinge points; however, there was "no obvious nidus for thrombus formation". The valve was replaced with sjm 19ahpj-505.